Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire entanglement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. An opticross¿ imaging catheter was advanced for visualization of the lesion; however the device failed to advance in the bending point of the proximal lesion. The physician attempted to remove the device but failed. When the guidewire was pulled out, it got tangled with the catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: there was damage observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire entanglement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. An opticross¿ imaging catheter was advanced for visualization of the lesion; however the device failed to advance in the bending point of the proximal lesion. The physician attempted to remove the device but failed. When the guidewire was pulled out, it got tangled with the catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.